Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 600mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery during bolus. No further information was provided.